Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Part: 03.037.032, lot: l765297, manufacturing site: hägendorf, release to warehouse date: 11.jun.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: at the time of removal (nail) the extractor got stuck with a piece of the nail. This complaint involves two (2) devices. Flow: device interaction/functionale time of removal (nail) the extractor got stuck with a piece of the nail. Visual inspection: the device was received in assembled condition with mating device (tfna fem nail). Both devices were in jammed condition. Functional testing: both devices were in stuck condition. The devices were unable to be separated. Hence, the complaint is confirmed. Dimensional inspection: dimensional analysis was not performed as relevant features are not accessible. Document/specification review: conclusion: the complaint is confirmed. A definitive root cause could not be determined it is possible that the device encountered unintended forces at the time of nail removal which may led to the reported condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 date, a pathological patient had to be reoperated because the titanium cannulated tfna nail broke due to the growth of a tumor in the patient. At the time of removal (nail) the extractor got stuck with a piece of the nail. The procedure was completed by a second extraction instrument. Surgery was delayed by ten (10) to fifteen (15) minutes. Patient status is stable. Concomitant devices reported: extraction instrument for nails (part # 03.037.032, lot # 9769946, quantity # 1). This (B)(4) captures the intra-op event in which the extractor got stuck with a piece of the nail and (B)(4) captures the post-op event in which the nail broke. This complaint involves two (2) devices. This report is for one (1) nail extractor. This is report 1 of 2 for (B)(4).